Event description:
The patient contacted lifescan in 2005 and alleged that their one touch ultra meter kept giving the error 2 message. During troubleshooting with the customer service agent, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct and the condition of their test strips was also good. Pt was asked to retest, but received an error 2 message on the display. Pt was then asked to retest with a test strip from a new vial, but the issue persisted and again received an error 2 message. Pt was feeling sweaty at the time of concern, but their blood glucose level was not tested on another device. Pt went to the hospital due to muscle pain and was given medication for that. Pt did not receive any other treatment or intervention. Based on the information provided, there is an indication that the product has malfunctioned and that it meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a product malfucntion. A replacement meter, control solution, and test strips were sent to the patient.